Manufacturer narrative:
One opened bl5225 pack from lot u9780 was returned. The pack contains one 25ga cutter. The tip protector was not returned. The needle was slightly bent. The port window was in the opened position. There was dried solution in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. A functional test was performed using a stellaris pc system. The inner needle would not enter the port window when starting out cutting at 5000 c.p.m. However, the cut rate was reduced to 1500 c.p.m and the inner needle did actuate and the cutter had good clean cuts. The cut rate was slowly increased to 5000 c.p.m. And the cutter had good clean cuts and aspirated as required. The sterilization and lot history records have been reviewed and found to be acceptable.

Event description:
The user facility reported during the procedure the cutter would not cut. There was no injury to the patient.